Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube was broken at the connection with the clevis. The clevis was dislodged from the main tube as a result. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged tube could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the tip of the cadiere forceps instrument was not aligned with the shaft of the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.